Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that she had been having high blood glucose. She stated she went to see her doctor and had blood work done to see if she had scarred tissue and if that was the reason for the high blood glucose. The customer's blood glucose was 350 mg/dl. She stated she had been treating with extra insulin through the insulin pump. The customer's symptoms of high blood glucose were nausea and moodiness. It was found that the basal rates and bolus wizard settings in the insulin pump were correct. The alarm and bolus histories were also correct. The customer did not have a tubing clamp with which to continue troubleshooting. Nothing further was reported.